Event description:
Initial report to baxter healthcare was received from facility bio-med technician which stated healthcare professional (hcp) reported to him that a pt receiving hemodialysis treatment (tx) on 550 device had more fluid removed than goal set. Further medical information was not available for this report.